Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of difficulty advancing the catheter during the replacement was steep angle of entry. When the physician used a longer need he got to l3-l4, no trouble.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving gablofen (2000 mcg/ml at 150 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On 02-nov-2016 it was reported that the catheter was replaced a couple of weeks ago and the spinal wound from that incision got infected. The area of infection was the spine. The infection was not related to the device. The spinal section of the catheter was removed. The pump segment was still implanted, but was trimmed. The pump was still running. Today the reporter said they were filling the pump with saline and programming the pump to minimum rate. The drug/saline was just going into the patient¿s tissue as the catheter was cut off and the spinal section was removed. It was discussed that it could take up to 45 days at minimum rate for the baclofen to clear the internal tubing. Per the reporter, the patient had issues with the replacement pump (prior pump replaced as it was nearing end of life) and the pump had to be moved to a new location, but the reporter wasn¿t 100% sure if that occurred a couple of weeks ago or not or what the exact reason was for the pump needing to be moved. The reporter did not have the exact information about the patient¿s history, but reported that the patient¿s treatment was ongoing.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter (B)(4).

Event description:
Additional information was received that reported that on (B)(6) 2016 the pump was placed in the left abdomen and connected to spinal segment. The patient did well (B)(6) with the pump. In late (B)(6) 2016 the lumbar site showed infection. On (B)(6) 2016 the lumbar catheter removed. The pump was not infected. Per the healthcare provider the replacement pump was not moved and the pump had no problem and no infection. The lumbar site was infected. Diagnostics included culture which revealed pseudomonas, same as the organism in the patient¿s urine. Per the healthcare provider the cause of the infection at the spinal incision site was noted ¿very debilitated ms patient, likely uti seeded the lumbar site¿. Per the healthcare provider the patient had developed drainage from the lumbar wound and eventually a culture of that drainage grew pseudomonas and it was felt that the only safe way to manage this was to remove the catheter completely allow that area to heal and then consider going back for a new catheter in the future. The patient¿s dose of baclofen was cut several times in the 48 hours before surgery to begin the process of weaning because the patient would have to go through withdrawal. During the surgery the physician made a small transverse incision used cautery to get down through the subcutaneous tissues and then dissected down to the catheter. No evidence of infection was encountered along the length of the catheter. Attention was turned to the draining lumbar wound as they opened it there was evidence of some granulation tissue. No frank pus but clearly abnormal tissue. The physician identified the catheter traced it to the first of the 2 connectors and then deeper to the original connector. A purse string of 2-0 silk was placed around the catheter and then removed. The physician first tried to enter at l4-5 but could not thread the catheter and therefore chose to use a long tuohy needle and still from the very caudal approach so they could avoid the wound approached the l3-l4 space and was able to get it into the subarachnoid space with free flow of csf. The catheter was threaded cephalad at least to the low thoracic level. The stylet was removed. The catheter was secured and connected to a closed drain system. The patient was taken to the recovery room in satisfactory condition. In the recovery room the patient had their pump turned to minimum rate and then the baclofen was emptied out of the pump and replaced with saline.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.